Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent called and reported customer was hospitalized with high blood glucose over 600 mg/dl. There were no alarms on the insulin pump. Customer's parent called back to perform troubleshooting. It was stated the customer had another medical condition, but the insulin pump caused her blood glucose to go high. Troubleshooting was performed. The drive support cap reportedly appeared normal. No leaks were seen in tubing or reservoir and not many air bubbles were seen. Customer stated insulin exited at quick release during manual prime. It was found the infusion set cannula was bent. It was explained a bent or crimped cannula may interfere with the amount of insulin delivered. It was advised to change entire set, reservoir, and insulin.